Manufacturer narrative:
(B)(4).

Event description:
Trial patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver was not showing any readings since calibration prompt last night. No additional patient or event information is available.